Event description:
Pt on IV antibiotics being administered via baxter intermate lv 250 ml/hr. At completion of the infusion, the inner membrane/balloon that holds the drug and fluid burst. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: peritonitis.